Manufacturer narrative:
H6 health effect - impact code f05 that was reported on the initial report that was submitted was removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 55-year-old male patient for acute myocardial infarction and cardiogenic shock, scai stage e, requiring inotropes, vasopressors, and mechanical ventilation; baseline lactate was 8 mmol/l and act 264 seconds. The device was initiated at p-9 with flows of 3.3 l/min and purge solution of 5% dextrose in water with 25 meq sodium bicarbonate, functioning as intended. While attempting to pull back/remove the 14f x 25cm introducer sheath, the pump was subsequently identified to have migrated to the aorta. The impella cp device was removed and replaced during the same procedural setting with no reported interruption of hemodynamic support and no reported patient consequence. This event is being assessed as device revision/replacement secondary to pump malposition, resulting in delay of therapy/ treatment with no patient impact, with no evidence of device malfunction impacting patient outcome. The patient survived explant of initial impella cp and remains on the replacement impella cp support with no further reports of device malposition or malfunctions.